Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece continues to run on its own. This did not occur during any medical/surgical procedure, so there was no pt involvement. There was no user injury or any adverse consequences reported.